Event description:
It was reported that the caller experienced a continuous glucose monitor (cgm) error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on performing a pump reset, and the caller successfully rejoined their sensor session after the reset. The caller planned to reload the cartridge and resume insulin independently, with the option to contact technical support if the error recurred.